Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed interrogation issues during consult. The pacemaker remains in service. No adverse patient effects were reported.